Manufacturer narrative:
H6: investigation summary: no samples or photos received. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Additionally, 30 samples from the retained samples were visually evaluated and no defect was found. Bd was unable to confirm the customer¿s indicated failure mode based on the description and without picture or samples sent. H3 other text : see h10.

Event description:
It was reported that a syringe plastipak 10ml s/su had foreign matter during use. The following was reported by the initial reporter: "on (B)(6) 2020, the laboratory collaborator, when performing the blood collection procedure, found that the syringe (sealed) had the plunger in the 1ml mark, when opening it observed an oily liquid with the smell of chemical substance. The syringe was not used."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe plastipak 10ml s/su had foreign matter during use. The following was reported by the initial reporter: "on (B)(6) 2020, the laboratory collaborator, when performing the blood collection procedure, found that the syringe (sealed) had the plunger in the 1ml mark, when opening it observed an oily liquid with the smell of chemical substance. The syringe was not used."